Manufacturer narrative:
(B)(4). The customer reported to have replaced the graphical user interface (gui) printed circuit board (pcb). The ventilator passed all the required test then returned the unit back to service.

Event description:
It was reported that during set up, the ventilator display was blank. The ventilator was not in use on a patient at the time of the event.